Event description:
Reportedly, this valve was explanted after 7 years due to aortic stenosis. Patient death is not device related per the surgeon. No further information available.

Manufacturer narrative:
Device not returned.